Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not power up. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was discarded.